Event description:
Ous MDR - device is not interrogable. The pt did not have radiotherapy and is pacemaker dependant. The physician was not able to interrogate the device and decided to explant it. The event and explant dates were not provided.